Event description:
It was reported that suture placement with proglide devices was attempted in the unspecified calcified right common femoral artery using the preclose technique prior to an interventional procedure to insert an impella device in the right heart. Reportedly, the first proglide device was inserted over a guide wire at the 2 o'clock position and successfully placed. A second proglide device was inserted over a guide wire and attempted to be placed at the 10 o'clock position; however, became caught on calcium. A third proglide device was used with the same results trying to place the suture at the 12 o'clock position. A fourth proglide device was used and the suture was deployed successfully, using the preclose technique. The arteriotomy was reported to be a 14f, but it was not known if the reported 14f sheath size used during the preclose technique or during the interventional procedure. The interventional procedure to insert an impella device in the right heart was completed and hemostasis was achieved using the two pre-placed proglide sutures in the right common femoral artery. The suture placement with two proglide devices was achieved in the left common femoral artery using the preclose technique. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that calcification was visible in the right common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.